Event description:
In occupied patient room, heater caught fire and charred nebulizer plus attached flow meter and o2 manifold. The fire was extinguished by a nurse. Patient evacuated from room and fire department was called. Fire caused melting on 1 side of power chord. No patient injury.